Event description:
The lead subsequently was capped, surgically abandoned and replaced with no adverse patient effects. The lead's reporting status is changed to serious injury from malfunction due to the associated surgical intervention.

Event description:
The lead subsequently was explanted 8.6 months later due to a patient infection. It was reported the patient experiences recurrent (B)(6).

Manufacturer narrative:
This report will be updated if additional information is received or if the lead is explanted.

Manufacturer narrative:
The lead was sent to the explanting facility's pathology department. This report will be updated if additional information is received or if the lead is returned for analysis.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was associated with a high out-of-range shock impedance measurement. A health care provider (hcp) reported the impedance measurements had been trending upward since implant 14 months previous. A boston scientific technical services consultant (ts) discussed troubleshooting strategies. No adverse patient effects were reported, and the lead remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.